Manufacturer narrative:
Follow up 01-apr-2016: perforation questionnaire was received from physician. Patient's date of birth was added and bmi ((B)(6) as well. No previous gynecological intervention. The last menstrual period before essure insertion started on (B)(6) 2015. Essure was inserted 4 years after her last delivery and the patient was not breastfeeding at time of insertion. During insertion was applied cervical dilation and analgesia with paracervical block. The fluid loss during hysteroscopy was 75cc. No complaints immediately after insertion. The perforation nor occurred prior or during insertion nor before and after deployment. The right and left essure were in correct position. No essure confirmation test was done. Essure was removed due to a patient's request. Ultimately, her chronic pelvic pain has continued and she received a hysterectomy. There still were a small number of coils embedded in the uterus not visible from either endometrial cavity or uterine isthmus junction. The patient recovered from the events. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that both coils were visible under serosa. Essure was removed. This event, seen as embedded device, is serious due to its medical importance and listed in the reference safety information for essure. In this case, this event was diagnosed about 4 months after essure insertion through laparoscopy and hysteroscopy. However, the exact date and mechanism of embedded device were not known. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since device removal was required. Based on the available information no product quality defect was confirmed. A review of similar cases for this batch resulted in no similar adverse event cases identified.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 29-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015, for contraception. The patient experienced severe pain, and was requesting laparoscopic eval and removal of essure. Follow up 11-dec-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical event and a quality defect. Follow-up information from physician received on 12-dec-2015 patient's medical history included 4 pregnancies and 4 parities. Essure was inserted on (B)(6) 2015 under lot number c35240. It was an uncomplicated placement. She received depo for back contraception. On (B)(6) 2015 she returned and complained of sudden pain (she dropped to knees); it happened 6 to 7 times over a week. It was so painful that she went to ER and no particular reason for pain was found. She also had continued sense of pressure. Diagnostic/operative laparoscopy was done. When essure was placed, there were 3 coils on left side and none on right. At time of laparoscopy and hysteroscopy on (B)(6) 2015, no coils were visualized. Both coils were visible just under serosa of proximal tubal segments at junction of cornua. Essure was removed. Patient returned on (B)(6) 2015 for post-operative follow-up and said that her pressure pain was gone. Case upgraded to incident. Follow-up from 28-dec-2015: follow-up attempts have been completed, with no response to date. Follow-up information received on 10-jan-2016 - ptc investigation result provided: ptc global number: (B)(4). Batch number c35240. Production date: 06-mar-2014. Expiration date: 31-mar-2017. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no similar ae cases identified. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that both coils were visible under serosa. Essure was removed. This event, seen as embedded device, is serious due to its medical importance and listed in the reference safety information for essure. In this case, this event was diagnosed about 4 months after essure insertion through laparoscopy and hysteroscopy. However, the exact date and mechanism of embedded device were not known. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since device removal was required. Based on the available information no product quality defect was confirmed. A review of similar cases for this batch resulted in no similar adverse event cases identified.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.